Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2015. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination and did not wear a mask. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics, intraperitoneally, (dose and frequency not reported). At the time of this report, the patient was recovering from the event. The patient was not re-trained on proper aseptic technique. On an unreported date, the patient's pd catheter was removed and pd therapy was discontinued due to the peritonitis event. On an unreported date, the patient was switched to hemodialysis therapy. No additional information is available.